Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) in bay 1 was not charging its battery. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: h6 (medical device problem code). The fse reseated the cables to the backplane and verified the power supply connection however the issue persisted with no charging observed in battery bay one the battery was replaced but the replacement battery also failed to charge in bay one the power management board p n d670001162 was identified as the potential cause and was replaced on (B)(6) 2026 after replacement the unit was monitored overnight and the battery achieved a full charge the original battery was reinstalled and charged to 100 percent confirming proper functionality the issue was resolved after replacement of the power management board the following was performed by the sr service technician of the maquet failure analysis and testing dept wayne. The failure analysis and testing department received the following part pn 670001162j sn (B)(6) power management board with a reported unit failure of unit not charging the battery in bay one the fat dept conducted a visual inspection of the part received and found that the part is in good condition the fat dept installed part number 0670001162j power management board serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure (B)(4) rev g and cardiosave service manual number (B)(4) revision r the failure analysis and testing dept conducted charging battery tests in rescue mode as well as hybrid and could not replicate the failure reported by the customer all results met all charging requirements retaining the board in the fat dept per procedure (B)(4) rev av.